Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline disconnects and subsequent pump stops. The submitted and downloaded controller event log files contained relevant events from 07feb2026 to 13feb2026. Six driveline disconnect events were captured between 11:54:17 on 07feb2026 and 13:38:41 on 13feb2026, causing the pump to stop. Although a specific cause for each of the disconnects could not be conclusively determined through this evaluation, the last observed disconnect appears to be consistent with the report of the patient disconnecting their driveline from their system controller to leave their house. After 5 reconnections of the driveline, the pump resumed normal operation at the fixed speed; however, after the last captured driveline disconnect, the pump was not reconnected to the system controller, and the controller shutdown sequence was initiated. No other notable events or alarms were captured, and the pump maintained speeds above the low speed limit throughout the data while the driveline was connected. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time, and no atypical alarms were reproduced during testing. Additional information provided stated that the patient disconnected their driveline from their controller to leave the house, and the driveline was ultimately cut by surgery after the decision was made to not reconnect the driveline due to high risk of thrombosis. The heartmate 3 lvas instructions for use (IFU) and patient handbook warn that if the driveline disconnects from the system controller, the pump stops. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. The IFU also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU and patient handbook address all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies,¿ provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for system controller, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting and disconnecting the driveline to and from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also states that the system controller must be connected to at least one external power source and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mpu to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. Section 6 of the IFU explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions, including power cable disconnect, driveline disconnect, low voltage hazard, and no external power alarms, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies,¿ provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to the emergency room (ER) with the system controller disconnected from the pump for at least 24 hours. The patient reported that their charger was not working and had been using the mobile power unit (mpu) until they needed to leave and disconnected the driveline from the system controller. The patient went to the local hospital with complaints of chest pain and shortness of breath. According to the patient's health care professional, the patient was non-compliant and not taking warfarin. The patient was transferred and placed on two pressors. The biomed team stated that the patient's primary system controller showed the last date of charge on (B)(6) 2026, the universal battery charger may have had presence of a liquid in one dock that caused a short circuit with leftover burns on the surface of the dock, leaving a 14v battery damaged. It was noted that the mpu was functioning properly and one of the 14v batteries needed recalibration. Restarting the pump was deferred due to increased risk of pump thrombosis and the patient's non-compliance to anticoagulation follow up. The log files were submitted for review. The event log files data indicated that the patient disconnected and reconnected the driveline six times on 07feb2026, 08feb2026, 09feb2026, 10feb2026, 12feb2026, and remained disconnected after the13feb2026.